Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: phone: (B)(6). G4 - PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a procedure involving endoscopic stone removal, an ncircle tipless stone extractor was found damaged and not working normally upon opening the package. The procedure was completed using a different same type device. Device did not make patient contact. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.

Event description:
Additional information received 09jan2024. The basket wire was broken.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: medical device problem code (annex a) and component code (annex g). Event description: as reported, prior to use for a procedure involving endoscopic stone removal, an ncircle tipless stone extractor was found with a broken basket wire and not working normally upon opening the package. The procedure was completed using a different same type device. The device did not make patient contact. No additional procedures were required due to the occurrence. No adverse effects were reported due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device were conducted. A document based investigation was also performed including a review of, complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ncircle tipless stone extractor was returned in an open package with tray. Inspection of the returned device noted: the device was returned with the basket formation in the open position. A basket wire was detached from the basket cannula that secures the proximal end of the basket wires in place. Functional testing determined the basket would not close. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no confirmed non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) does not provide any information related to the reported issue. The returned device was found to have a basket wire detached from the basket cannula. It was also found the basket could not be closed. Both issues were likely caused by damage to the distal end of the device. The cause for the damage could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.